Event description:
It was reported: at the beginning of the case, the patient was under IV anesthesia, and the user attempted to manually ventilate the patient, but could not. The user noted no flow and no oxygen flush. The user observed that there were no oxygen pressure readings for either pipeline or cylinder. The patient was ventilated with an alternate device until another machine was brought into the room to complete the case. There was no patient injury.